Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found in safety mode. In addition, the left ventricular (lv) lead pacing impedance was observed to be greater than 3000 ohms, which is high out of range, due to a gradual increase, and it was resolved by device reprogramming. Device replacement was recommended. The device remains in service at this time. No adverse patient effects were reported.